Event description:
It was reported that the patient presented for an implant procedure. During the procedure, left ventricle lead could not reach the ideal position for implantation. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was the ¿lead could not reach the ideal position¿. Final analysis found that as received, a complete lead was returned in one piece. X-ray inspection found the inner coil at the connector region stretched/bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.